Event description:
Pursuant to info rec'd from the office manager at the ctr, the aseptic transfer sys that was to be used would not allow fluid to pass through the valve of the sys. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.